Manufacturer narrative:
The investigation determined that the excessive squeezing of the finger could have affected the inr readings. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer had meter results of 6.2 inr and 6.1 inr and within 1 hour the laboratory result was 4.2 inr. The customer's therapeutic range has not yet been determined by the doctor. The customer stated that their finger had to be pressed to obtain enough blood.